Manufacturer narrative:
Age or date of birth, sex, weight, and ethnicity: unknown/ not provided. Reporter phone: (B)(6). The system was evaluated by a field service specialist (fss). The fss replaced z stepper motor and controller, completing all tasks. A preventative maintenance (pm) was also performed on the system. System is working within specifications. A review of the records related to this equipment that included labeling, manual, and risk documentation reviews for this equipment was performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to jonson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during surgery, the laser stopped 8 seconds into treatment, showing a z209 galvo error and as a result the side cut was not created. The patient will need to be re-treated at a later date. The patient is doing fine with no adverse clinical outcomes post incident. No further information available.